Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced shocking sensations and headaches during use of the audio processor. The headaches are also present without the use of the audio processor, but are exacerbated by use of the implant. The reported issues are known undesired side-effects of cochlea implantation. Further several channels have been disabled due to the reported uncomfortable sensations. However, after medication the recipient is doing fine. The device remains implanted and in use.

Event description:
The user's hearing performance with the device is affected. The user attended the hospital ER in march with severe headaches and he also described a shocking sensation. The user hasn't worn the processor for several months and still was experiencing the headaches. The headaches are significantly worse during the use of the device. The problems had started between (B)(6) 2019 and (B)(6) 2020. He has shooting pains about 3 cm above his ci, and a dull ache and mild palpable tenderness, he is also suffering from episodic vertigo. Shooting sensation is present with and without the device, however the shocking sensation is only present with the device. According to an update from the clinic from the (B)(6) 2021 the user is now stable after seen by the pain management clinic.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected.